Event description:
It was reported that the radiopaque market band of a recovery cone allegedly migrated up the sheath during the vena cava filter retrieval. The guidewire was .035. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sheath of the fbrc system is all that was returned for evaluation. A kink was found at approximately 60.3 cm from the hub. The tip of the sheath was jagged, indicating that excessive force may have been used, however, this cannot be confirmed. There were visible scratches inside the tip of the sheath. The market band at the distal end of the sheath had traveled along the sheath and it was stuck approximately 24cm from the distal end. The marker band was on tightly on the sheath. The original location of the marker band swaged impression was visible. The investigation was confirmed for detachment of component. Root cause was unknown. The current IFU (instructions for use) for this device states: do not use excessive force when manipulating the cone. Excessive force may damage the catheter or other parts of the recovery cone.